Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed to open due to a broken u link plunger. The field service engineer (fse) replaced the damaged u link plunger, restoring normal drawer operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 1 did not open and was offline; after rebooting the machine, the unit remained offline and matrix drawer 1 still failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.